Event description:
The customer reported that instrument generated indeterminate flagged results were generated on a unicel dxl800 access immunoassay system for four patient prostate specific antigen (psa) results on (B)(6) 2011. Beckman coulter inc. Customer technical service indentified that the customer's recent calibration curve s0 relative light units (rlus) were 17418 rlus and the patient results flagged as ind all had rlus near 10,000; well below the s0 mean rlus on the customer's active calibration curve. Beckman coulter inc. Customer technical service advised the customer to recalibrate the assay and re-run patient samples on a new calibration curve. Post calibration repeat results generated on the same instrument recovered "normal". The initial erroneous results were not reported out of the laboratory and hence there was no death, serious injury of modification to patient treatment associated or attributed to this event. No additional patient information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event a definitive root cause has not been determined to date for this event.